Event description:
Ventricular lead had a lead impedance which was previously documented at greater than 9999. At event date threshold was 4.76 and the threshold was 2.8v at 0.5 msec. The screw was subsequently retracted and the lead was removed without difficulty.